Event description:
It was reported that the pt experienced stimulation in the wrong location. The pt had a lead revision due to lead migration. The old leads were removed and replaced with a new lead. The removed leads were not suspected to have been defective. The pt was doing well and received stimulation after the revision.